Event description:
It was reported that at the end of the case, using ice ultrasound, a pericardial effusion was found. The reporter stated they tap the patient, and a pericardiocentesis. The patient was reported to be in stable condition and has been moved to the intensive care unit. The following products were used during the case: procedure: atrial fibrillation (afib). Ablation system in use: farapulse pfa system (boston scientific), farawave catheter petal xml files were in use. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref: mw5190223. Pt: 3271. Device: 2993. This report captures farawave catheter # 2.